Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up with oversensing. The device was reprogrammed and the patient was doing fine.